Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75mm in diameter, eccentric, de novo target lesion with a bend of >=90 degrees was located in the severely tortuous and mildly calcified left anterior descending artery. Following predilatation, a 28 x 2.75 promus premier drug-eluting stent was advanced, but significant resistance was encountered. Following deployment of the stent at nominal pressure, a dissection was noted at the distal segment. The procedure was completed with a different device to cover the dissection. No further patient complications were reported and the patient's status was stable.